Event description:
Health professional reported that after treatment in the tear troughs with juvederm ultra with lidocaine the patient experienced "swelling, bruising, and numbness at the injection sites" a day later. The physician prescribed adoxa to prevent infection and prednisone to treat swelling. Patient was also injected with hyaluronidase to dissipate the juvederm. Follow-up findings: health professional stated that the treatments were to "hasten the resolution of symptoms and to prevent worsening of symptoms that could lead to permanent damage." The patients symptoms were "slowly resolving."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.